Event description:
It was reported that, approximately 1.5 months post implant, this left ventricular (lv) lead exhibited high pacing thresholds due to lead dislodgement. Subsequently, this patient underwent a revision procedure to reposition the lead. However, attempts to reposition the lead were complicated by patient anatomy, and this lead was ultimately explanted and successfully replaced with a different lead. Additionally, it was reported that there was evidence of possible lead insulation damage noted during the revision procedure. No additional adverse patient effects were reported. Additional information: this lead has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Testing was also completed to assess outer insulation integrity, which revealed induced insulation damage that likely occurred during normal use of the product (revision/explant). Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture threshold and dislodgement. Please note: patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that, approximately 1.5 months post implant, this left ventricular (lv) lead exhibited high pacing thresholds due to lead dislodgement. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. Additionally, it was reported that there was evidence of possible lead insulation damage noted during the revision procedure. No additional adverse patient effects were reported.